Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the uterine perforation, uterine haemorrhage and pelvic pain outcome was unknown. The reporter considered pelvic pain, uterine haemorrhage and uterine perforation to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration/ migration of essure device (was noticed in cul-de-sac)/embedded foreign body in the cul-de-sac"), device dislocation ("migration of essure device (was noticed in the cul-de-sac.)"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and uterine haemorrhage ("abnormal uterine bleeding") in a 42-year-old female patient who had essure (batch no. B02264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included multigravida, parity 4 ((B)(6) 1993,(B)(6) 1996,(B)(6) 2003 and (B)(6) 2006), miscarriage, absence of menstruation, appendectomy (age 5), cholecystectomy in 2008, surgery, correction hammer toe in 2008, pap smear abnormal, colposcopy (2002 & 2005) and anemia of pregnancy in 1992. Previously administered products included for an unreported indication: amoxicillin and penicillin. Past adverse reactions to the above products included urticaria with amoxicillin and penicillin. Concurrent conditions included overweight, tobacco user (current every day smoker. Has been smoking for 18 years. Smokes less than 1 pack of cigarettes per day.), oral pain, jaw pain, dental abscess, back pain, abdominal cramps, adenomyosis and endometrial thickening. Concomitant products included anesthetics, general (general anesthesia) and medroxyprogesterone acetate (depo-provera) since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2016, 3 years 4 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain ("pelvic pain/ pain"), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, uterine haemorrhage and dysmenorrhoea outcome was unknown and the device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, pelvic pain, abdominal pain and vaginal discharge had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure placed in both ostia 4 coils seen on patient left. But no coils seen on the right. Discrepancy note in essure implant date (B)(6) 2013 and (B)(6) 2013, also in essure explant date (B)(6) 2016 and (B)(6) 2016 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Pregnancy test - on (B)(6) 2013: negative. On (B)(6) 2016: surgical pathology report microscopic diagnosis uterus, cervix, bilateral fallopian tubes, lavh/bilateral salpingectomy: cervix- high grade squamous intraepithelial lesion (hgsil). Moderate/severe dysplasia with changes consistent with hpv effect. Focal involvement of endocervical glands. Uterus- weakly proliferative endometrium. Bilateral fallopian tubeshistologically unremarkable fallopian tubes. Foreign body, essure. Gross description included the specimen weighs 114.6 grams and consists of a 5.5 x 5.0 x 4.5 cm uterus with attached cervix. There is a 3.0 cm in length and 0.5 cm in width attached left fallopian tube . The uterine serosal surface is tan with no readily identifiable adhesions, the tan pink cervix is 4.7 x 3.4 x 3.2 cm, there is a 0,6 cm in greatest dimension os, on sectioning the endocervical canal is 3,0 cm in length and filled with clear mucoid material. The myometrium is 2.0 cm in thickness and the endometrium is less than 0.2 cm in thickness, also within the container there is a detached fallopian tube which is 4.0 cm in length and 0.7 cm in width . Representative sections are submitted . Cassette summary: "ai" anterior cervix, "a2" posterior cervix, "a3" posterior dependent serosa, "bl" anterior endomyometrium, "b2" poste rior endomyometrium, "c" left fallopian tube, "0" right fallopian tube. Additional tissue is submitted in cassettes "a4-a7" anterior cervix, and "a8-a 12" posterior cervix. 2. The specimen is received in a container with formalin labeled with the patient's name and "essure". The specimen is a 3.4 cm in length and less than 0.2 cm in width portion of foreign body with a metallic spring like coating. No sections are identified. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming vaginal hemorrhage. Uterine haemorrhage (confirming genital hemorrhage). Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: events per pfs: dysmenorrhea (cramping) and symptom lower abdominal pain of uterine perforation. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration/ migration of essure device (was noticed in cul-de-sac)/embedded foreign body in the cul-de-sac"), device dislocation ("migration of essure device (was noticed in the cul-de-sac.)"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and uterine haemorrhage ("abnormal uterine bleeding") in a 42-year-old female patient who had essure (batch no. B02264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included multigravida, parity 4 ((B)(6) 1993, (B)(6) 1996,(B)(6) 2003 and (B)(6) 2006), miscarriage, absence of menstruation, appendectomy (age 5), cholecystectomy in 2008, surgery, correction hammer toe in 2008, pap smear abnormal, colposcopy (2002 & 2005) and anemia of pregnancy in 1992. Previously administered products included for an unreported indication: amoxicillin and penicillin. Past adverse reactions to the above products included urticaria with amoxicillin and penicillin. Concurrent conditions included overweight, tobacco user (current every day smoker. Has been smoking for 18 years. Smokes less than 1 pack of cigarettes per day.), oral pain, jaw pain, dental abscess, back pain, abdominal cramps, adenomyosis and endometrial thickening. Concomitant products included anesthetics, general (general anesthesia) and medroxyprogesterone acetate (depo-provera) since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2016, 3 years 4 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain ("pelvic pain/ pain"), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, uterine haemorrhage and dysmenorrhoea outcome was unknown and the device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, pelvic pain, abdominal pain and vaginal discharge had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure placed in both ostia 4coils seen on patient left. But no coils seen on the right. Discrepancy note in essure implant date (B)(6) 2013 and (B)(6) 2013, also in essure explant date (B)(6) 2016 and (B)(6) 2016 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Pregnancy test - on (B)(6) 2013: negative. On (B)(6) 2016: surgical pathology report microscopic diagnosis uterus, cervix, bilateral fallopian tubes, lavh/bilateral salpingectomy: cervix- high grade squamous intraepithelial lesion (hgsil). Moderate/severe dysplasia with changes consistent with hpv effect. Focal involvement of endocervical glands. Uterus- weakly proliferative endometrium. Bilateral fallopian tubeshistologically unremarkable fallopian tubes. Foreign body, essure. Gross description included the specimen weighs 114.6 grams and consists of a 5.5 x 5.0 x 4.5 cm uterus with attached cervix. There is a 3.0 cm in length and 0.5 cm in width attached left fallopian tube . The uterine serosal surface is tan with no readily identifiable adhesions, the tan pink cervix is 4.7 x 3.4 x 3.2 cm, there is a 0,6 cm in greatest dimension os, on sectioning the endocervical canal is 3,0 cm in length and filled with clear mucoid material. The myometrium is 2.0 cm in thickness and the endometrium is less than 0.2 cm in thickness, also within the container there is a detached fallopian tube which is 4.0 cm in length and 0.7 cm in width . Representative sections are submitted . Cassette summary: "ai" anterior cervix, "a2" posterior cervix, "a3" posterior dependent serosa, "bl" anterior endomyometrium, "b2" poste rior endomyometrium, "c" left fallopian tube, "0" right fallopian tube. Additional tissue is submitted in cassettes "a4-a7" anterior cervix, and "a8-a 12" posterior cervix. 2. The specimen is received in a container with formalin labeled with the patient's name and "essure". The specimen is a 3.4 cm in length and less than 0.2 cm in width portion of foreign body with a metallic spring like coating. No sections are identified. Concerning the injuries reported in this case, the following one/ones were described in patient's medical recordes: confirming vaginal hemorrhage. Uterine haemorrhage (confirming genital hemorrhage). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration/ migration of essure device (was noticed in cul-de-sac)/embedded foreign body in the cul-de-sac"), fallopian tube perforation ("perforation (fallopian tube(s)"), device dislocation ("migration of essure device (was noticed in the cul-de-sac.)"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and uterine haemorrhage ("abnormal uterine bleeding") in a 38-year-old female patient who had essure (batch no. B02264,602264-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included multigravida, parity 4 (B)(6)1993,(B)(6)1996,(B)(6)2003 and (B)(6)2006), miscarriage, absence of menstruation, appendectomy (age 5), cholecystectomy in 2008, surgery, correction hammer toe in 2008, pap smear abnormal, colposcopy (2002 & 2005) and anemia of pregnancy in 1992. * on (B)(6)2016: surgical pathology report microscopic diagnosis uterus, cervix, bilateral fallopian tubes, lavh/bilateral salpingectomy: cervix- high grade squamous intraepithelial lesion (hgsil). Moderate/severe dysplasia with changes consistent with hpv effect. Focal involvement of endocervical glands. Uterus- weakly proliferative endometrium. Bilateral fallopian tubeshistologically unremarkable fallopian tubes. Foreign body, essure. Gross description included the specimen weighs 114.6 grams and consists of a 5.5 x 5.0 x 4.5 cm uterus with attached cervix. There is a 3.0 cm in length and 0.5 cm in width attached left fallopian tube . The uterine serosal surface is tan with no readily identifiable adhesions, the tan pink cervix is 4.7 x 3.4 x 3.2 cm, there is a 0,6 cm in greatest dimension os, on sectioning the endocervical canal is 3,0 cm in length and filled with clear mucoid material. The myometrium is 2.0 cm in thickness and the endometrium is less than 0.2 cm in thickness, also within the container there is a detached fallopian tube which is 4.0 cm in length and 0.7 cm in width . Representative sections are submitted . Cassette summary: "ai" anterior cervix, "a2" posterior cervix, "a3" posterior dependent serosa, "bl" anterior endomyometrial, "b2" poste rior endomyometrial, "c" left fallopian tube, "0" right fallopian tube. Additional tissue is submitted in cassettes "a4-a7" anterior cervix, and "a8-a 12" posterior cervix. 2. The specimen is received in a container with formalin labeled with the patient's name and "essure". The specimen is a 3.4 cm in length and less than 0.2 cm in width portion of foreign body with a metallic spring like coating. No sections are identified. Previously administered products included for an unreported indication: amoxicillin and penicillin. Past adverse reactions to the above products included urticaria with amoxicillin and penicillin. Concurrent conditions included body mass index low, tobacco user (current every day smoker. Has been smoking for 18 years. Smokes less than 1 pack of cigarettes per day.), oral pain, jaw pain, dental abscess, back pain, abdominal cramps, adenomyosis and endometrial thickening. Concomitant products included anesthetics, general, medroxyprogesterone acetate (depo-provera) since (B)(6)2013, nsaids and paracetamol (acetaminophen) since (B)(6)2013. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 19 days after insertion of essure. In (B)(6)2013, the patient experienced pelvic pain ("pelvic pain/ pain"). In 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6)2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6)2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2013, the patient experienced abdominal pain lower ("lower abdominal pain"). In (B)(6)2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6)2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6)2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, uterine haemorrhage, pelvic pain, abdominal pain, vaginal discharge, dysmenorrhoea, abdominal pain lower, depression, anxiety and hypersensitivity had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: b02264, expiration date: 06-oct-2016. 602264; expiration date: 29-feb-2016. Essure placed in both ostia 4coils seen on patient left. But no coils seen on the right. Discrepancy note in essure implant date (B)(6)2013 and (B)(6)2013, also in essure explant date (B)(6)2016 and (B)(6)2016 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 14.5 kg/sqm. Pregnancy test - on (B)(6)2013: results: negative. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirming vaginal hemorrhage. Uterine haemorrhage (confirming genital hemorrhage). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: plaintiff fact sheet received : new event allergic or hypersensitivity reaction added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration/ migration of essure device (was noticed in cul-de-sac)/embedded foreign body in the cul-de-sac"), fallopian tube perforation ("perforation (fallopian tube(s)"), device dislocation ("migration of essure device (was noticed in the cul-de-sac.)"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and uterine haemorrhage ("abnormal uterine bleeding") in a 38-year-old female patient who had essure (batch no. B02264,602264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included multigravida, parity 4 ((B)(6) 1993, (B)(6) 1996, (B)(6) 2003 and (B)(6) 2006), miscarriage, absence of menstruation, appendectomy (age 5), cholecystectomy in 2008, surgery, correction hammer toe in 2008, pap smear abnormal, colposcopy (2002 & 2005) and anemia of pregnancy in 1992. On (B)(6) 2016: surgical pathology report microscopic diagnosis uterus, cervix, bilateral fallopian tubes, lavh/bilateral salpingectomy: cervix- high grade squamous intraepithelial lesion (hgsil). Moderate/severe dysplasia with changes consistent with hpv effect. Focal involvement of endocervical glands. Uterus- weakly proliferative endometrium. Bilateral fallopian tubeshistologically unremarkable fallopian tubes. Foreign body, essure. Gross description included the specimen weighs 114.6 grams and consists of a 5.5 x 5.0 x 4.5 cm uterus with attached cervix. There is a 3.0 cm in length and 0.5 cm in width attached left fallopian tube . The uterine serosal surface is tan with no readily identifiable adhesions, the tan pink cervix is 4.7 x 3.4 x 3.2 cm, there is a 0,6 cm in greatest dimension os, on sectioning the endocervical canal is 3,0 cm in length and filled with clear mucoid material. The myometrium is 2.0 cm in thickness and the endometrium is less than 0.2 cm in thickness, also within the container there is a detached fallopian tube which is 4.0 cm in length and 0.7 cm in width . Representative sections are submitted . Cassette summary: "ai" anterior cervix, "a2" posterior cervix, "a3" posterior dependent serosa, "bl" anterior endomyometrium, "b2" poste rior endomyometrium, "c" left fallopian tube, "0" right fallopian tube. Additional tissue is submitted in cassettes "a4-a7" anterior cervix, and "a8-a 12" posterior cervix. 2. The specimen is received in a container with formalin labeled with the patient's name and "essure". The specimen is a 3.4 cm in length and less than 0.2 cm in width portion of foreign body with a metallic spring like coating. No sections are identified. Previously administered products included for an unreported indication: amoxicillin and penicillin. Past adverse reactions to the above products included urticaria with amoxicillin and penicillin. Concurrent conditions included body mass index low, tobacco user (current every day smoker. Has been smoking for 18 years. Smokes less than 1 pack of cigarettes per day.), oral pain, jaw pain, dental abscess, back pain, abdominal cramps, adenomyosis and endometrial thickening. Concomitant products included anesthetics, general, medroxyprogesterone acetate (depo-provera) since (B)(6) 2013, nsaids and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 19 days after insertion of essure. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced abdominal pain lower ("lower abdominal pain"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, uterine haemorrhage, pelvic pain, abdominal pain, vaginal discharge, dysmenorrhoea, abdominal pain lower, depression and anxiety had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: b02264, expiration date: (B)(6) 2016. 602264; expiration date: (B)(6) 2016. Essure placed in both ostia 4coils seen on patient left. But no coils seen on the right. Discrepancy note in essure implant date (B)(6) 2013 and (B)(6) 2013, also in essure explant date (B)(6) 2016 and (B)(6) 2016 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 14.5 kg/sqm. Pregnancy test - on (B)(6) 2013: results: negative. Concerning the injuries reported in this case, the following ones were described in patient's medical recordes: confirming vaginal hemorrhage. Uterine haemorrhage (confirming genital hemorrhage). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-dec-2018: pfs received. She had recovered from all the injuries shortly after essure removal. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration/ migration of essure device (was noticed in cul-de-sac)/embedded foreign body in the cul-de-sac"), fallopian tube perforation ("perforation (fallopian tube(s)"), device dislocation ("migration of essure device (was noticed in the cul-de-sac.)"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and uterine haemorrhage ("abnormal uterine bleeding") in a 38-year-old female patient who had essure (batch no. B02264,602264-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included multigravida, parity 4 (B)(6) 1993,(B)(6) 1996,(B)(6) 2003 and (B)(6) 2006), miscarriage, absence of menstruation, appendectomy (age 5), cholecystectomy in 2008, surgery, correction hammer toe in 2008, pap smear abnormal, colposcopy (2002 & 2005) and anemia of pregnancy in 1992. * on (B)(6) 2016: surgical pathology report microscopic diagnosis uterus, cervix, bilateral fallopian tubes, lavh/bilateral salpingectomy: cervix- high grade squamous intraepithelial lesion (hgsil). Moderate/severe dysplasia with changes consistent with hpv effect. Focal involvement of endocervical glands. Uterus- weakly proliferative endometrium. Bilateral fallopian tubeshistologically unremarkable fallopian tubes. Foreign body, essure. Gross description included the specimen weighs 114.6 grams and consists of a 5.5 x 5.0 x 4.5 cm uterus with attached cervix. There is a 3.0 cm in length and 0.5 cm in width attached left fallopian tube . The uterine serosal surface is tan with no readily identifiable adhesions, the tan pink cervix is 4.7 x 3.4 x 3.2 cm, there is a 0,6 cm in greatest dimension os, on sectioning the endocervical canal is 3,0 cm in length and filled with clear mucoid material. The myometrium is 2.0 cm in thickness and the endometrium is less than 0.2 cm in thickness, also within the container there is a detached fallopian tube which is 4.0 cm in length and 0.7 cm in width . Representative sections are submitted . Cassette summary: "ai" anterior cervix, "a2" posterior cervix, "a3" posterior dependent serosa, "bl" anterior endomyometrium, "b2" poste rior endomyometrium, "c" left fallopian tube, "0" right fallopian tube. Additional tissue is submitted in cassettes "a4-a7" anterior cervix, and "a8-a 12" posterior cervix. 2. The specimen is received in a container with formalin labeled with the patient's name and "essure". The specimen is a 3.4 cm in length and less than 0.2 cm in width portion of foreign body with a metallic spring like coating. No sections are identified. Previously administered products included for an unreported indication: amoxicillin and penicillin. Past adverse reactions to the above products included urticaria with amoxicillin and penicillin. Concurrent conditions included body mass index low, tobacco user (current every day smoker. Has been smoking for 18 years. Smokes less than 1 pack of cigarettes per day.), oral pain, jaw pain, dental abscess, back pain, abdominal cramps, adenomyosis and endometrial thickening. Concomitant products included anesthetics, general, medroxyprogesterone acetate (depo-provera) since february 2013, nsaids and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 19 days after insertion of essure. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced abdominal pain lower ("lower abdominal pain"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In january 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, uterine haemorrhage, pelvic pain, abdominal pain, vaginal discharge, dysmenorrhoea, abdominal pain lower, depression and anxiety had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: b02264, expiration date: 06-oct-2016. 602264; expiration date: 29-feb-2016. Essure placed in both ostia 4coils seen on patient left. But no coils seen on the right. Discrepancy note in essure implant date (B)(6) 2013, also in essure explant date: (B)(6) 2016 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 14.5 kg/sqm. Pregnancy test - on (B)(6) 2013: results: negative. Concerning the injuries reported in this case, the following ones were described in patient's medical recordes: confirming vaginal hemorrhage. Uterine haemorrhage (confirming genital hemorrhage). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jan-2019: ¿update of information (batch was invalid). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration/ migration of essure device (was noticed in cul-de-sac)/embedded foreign body in the cul-de-sac"), fallopian tube perforation ("perforation (fallopian tube(s)"), device dislocation ("migration of essure device (was noticed in the cul-de-sac.)"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and uterine haemorrhage ("abnormal uterine bleeding") in a 38-year-old female patient who had essure (batch no. B02264,602264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included multigravida, parity 4 ((B)(6) 1993, (B)(6) 1996, (B)(6) 2003 and (B)(6) 2006), miscarriage, absence of menstruation, appendectomy (age 5), cholecystectomy in 2008, surgery, correction hammer toe in 2008, pap smear abnormal, colposcopy (2002 & 2005) and anemia of pregnancy in 1992. Previously administered products included for an unreported indication: amoxicillin and penicillin. Past adverse reactions to the above products included urticaria with amoxicillin and penicillin. Concurrent conditions included body mass index low, tobacco user (current every day smoker. Has been smoking for 18 years. Smokes less than 1 pack of cigarettes per day.), oral pain, jaw pain, dental abscess, back pain, abdominal cramps, adenomyosis and endometrial thickening. Concomitant products included anesthetics, general (general anesthesia), medroxyprogesterone acetate (depo-provera) since (B)(6) 2013, nsaid's and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 19 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced abdominal pain lower ("lower abdominal pain"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, uterine haemorrhage, dysmenorrhoea, abdominal pain lower, depression and anxiety outcome was unknown and the device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, pelvic pain, abdominal pain and vaginal discharge had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure placed in both ostia 4coils seen on patient left. But no coils seen on the right. Discrepancy note in essure implant date (B)(6) 2013, also in essure explant date (B)(6) 2016 and (B)(6) 2016 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 14.5 kg/sqm. Pregnancy test - on (B)(6) 2013: negative. On (B)(6) 2016: surgical pathology report microscopic diagnosis uterus, cervix, bilateral fallopian tubes, lavh/bilateral salpingectomy: cervix- high grade squamous intraepithelial lesion (hgsil). Moderate/severe dysplasia with changes consistent with hpv effect. Focal involvement of endocervical glands. Uterus- weakly proliferative endometrium. Bilateral fallopian tubeshistologically unremarkable fallopian tubes. Foreign body, essure. Gross description included the specimen weighs 114.6 grams and consists of a 5.5 x 5.0 x 4.5 cm uterus with attached cervix. There is a 3.0 cm in length and 0.5 cm in width attached left fallopian tube . The uterine serosal surface is tan with no readily identifiable adhesions, the tan pink cervix is 4.7 x 3.4 x 3.2 cm, there is a 0,6 cm in greatest dimension os, on sectioning the endocervical canal is 3,0 cm in length and filled with clear mucoid material. The myometrium is 2.0 cm in thickness and the endometrium is less than 0.2 cm in thickness, also within the container there is a detached fallopian tube which is 4.0 cm in length and 0.7 cm in width . Representative sections are submitted . Cassette summary: "ai" anterior cervix, "a2" posterior cervix, "a3" posterior dependent serosa, "bl" anterior endomyometrium, "b2" poste rior endomyometrium, "c" left fallopian tube, "0" right fallopian tube. Additional tissue is submitted in cassettes "a4-a7" anterior cervix, and "a8-a 12" posterior cervix. 2. The specimen is received in a container with formalin labeled with the patient's name and "essure". The specimen is a 3.4 cm in length and less than 0.2 cm in width portion of foreign body with a metallic spring like coating. No sections are identified. Concerning the injuries reported in this case, the following one/ones were described in patient's medical recordes: confirming vaginal hemorrhage. Uterine haemorrhage (confirming genital hemorrhage). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2018: pfs received. Following event: psychological or psychiatric problems condition: depression, mental anguish and perforation (fallopian tube(s) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration/ migration of essure device (was noticed in cul-de-sac)/embedded foreign body in the cul-de-sac"), device dislocation ("migration of essure device (was noticed in the cul-de-sac.)"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and uterine haemorrhage ("abnormal uterine bleeding") in a 42-year-old female patient who had essure (batch no. B02264, 602264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included multigravida, parity 4 ((B)(6) 1993, (B)(6) 1996, (B)(6) 2003 and (B)(6) 2006), miscarriage, absence of menstruation, appendectomy (age 5), cholecystectomy in 2008, surgery, correction hammer toe in 2008, pap smear abnormal, colposcopy (2002 & 2005) and anemia of pregnancy in 1992. Previously administered products included for an unreported indication: amoxicillin and penicillin. Past adverse reactions to the above products included urticaria with amoxicillin and penicillin. Concurrent conditions included body mass index low, tobacco user (current every day smoker. Has been smoking for 18 years. Smokes less than 1 pack of cigarettes per day.), oral pain, jaw pain, dental abscess, back pain, abdominal cramps, adenomyosis and endometrial thickening. Concomitant products included anesthetics, general (general anesthesia) and medroxyprogesterone acetate (depo-provera) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced abdominal pain lower ("lower abdominal pain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, 3 years 5 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)), surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)), surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)), surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)) and surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, uterine haemorrhage, dysmenorrhoea and abdominal pain lower outcome was unknown and the device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, pelvic pain, abdominal pain and vaginal discharge had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure placed in both ostia 4 coils seen on patient left. But no coils seen on the right. Discrepancy note in essure implant date (B)(6) 2013 and 1(B)(6) 2013, also in essure explant date (B)(6) 2016 and (B)(6) 2016 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 14.5 kg/sqm. Pregnancy test - on (B)(6) 2013: negative. On (B)(6) 2016: surgical pathology report microscopic diagnosis uterus, cervix, bilateral fallopian tubes, lavh/bilateral salpingectomy: cervix- high grade squamous intraepithelial lesion (hgsil). Moderate/severe dysplasia with changes consistent with hpv effect. Focal involvement of endocervical glands. Uterus- weakly proliferative endometrium. Bilateral fallopian tubes histologically unremarkable fallopian tubes. Foreign body, essure. Gross description included the specimen weighs 114.6 grams and consists of a 5.5 x 5.0 x 4.5 cm uterus with attached cervix. There is a 3.0 cm in length and 0.5 cm in width attached left fallopian tube . The uterine serosal surface is tan with no readily identifiable adhesions, the tan pink cervix is 4.7 x 3.4 x 3.2 cm, there is a 0,6 cm in greatest dimension os, on sectioning the endocervical canal is 3,0 cm in length and filled with clear mucoid material. The myometrium is 2.0 cm in thickness and the endometrium is less than 0.2 cm in thickness, also within the container there is a detached fallopian tube which is 4.0 cm in length and 0.7 cm in width . Representative sections are submitted . Cassette summary: "ai" anterior cervix, "a2" posterior cervix, "a3" posterior dependent serosa, "bl" anterior endomyometrium, "b2" posterior endomyometrium, "c" left fallopian tube, "0" right fallopian tube. Additional tissue is submitted in cassettes "a4-a7" anterior cervix, and "a8-a 12" posterior cervix. 2. The specimen is received in a container with formalin labeled with the patient's name and "essure". The specimen is a 3.4 cm in length and less than 0.2 cm in width portion of foreign body with a metallic spring like coating. No sections are identified. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming vaginal hemorrhage. Uterine haemorrhage (confirming genital hemorrhage). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: plaintiff fact sheet received, essure start and stop date, lot number and event dates were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration/ migration of essure device (was noticed in cul-de-sac)"), device dislocation ("migration of essure device (was noticed in the cul-de-sac.)"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and uterine haemorrhage ("abnormal uterine bleeding") in a 42-year-old female patient who had essure (batch no. B02264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included multigravida, parity 4 ((B)(6) 1993,(B)(6) 1996,(B)(6) 2003 and (B)(6) 2006), miscarriage, absence of menstruation, appendectomy (age 5), cholecystectomy in 2008, surgery, hammer toe in 2008, pap smear abnormal, colposcopy (2002 & 2005) and anemia of pregnancy in 1992. Previously administered products included for an unreported indication: amoxicillin and penicillin. Past adverse reactions to the above products included urticaria with amoxicillin and penicillin. Concurrent conditions included overweight, tobacco user (current every day smoker. Has been smoking for 18 years. Smokes less than 1 pack of cigarettes per day.), oral pain, jaw pain, dental abscess, back pain, abdominal cramps, adenomyosis and endometrial thickening. Concomitant products included anesthetics, general (general anesthesia) and medroxyprogesterone acetate (depo-provera) since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2016, 3 years 4 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ pain"), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation and uterine haemorrhage outcome was unknown and the device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, pelvic pain, abdominal pain and vaginal discharge had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure placed in both ostia 4coils seen on patient left. But no coils seen on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Pregnancy test - on (B)(6) 2013: negative. On (B)(6) 2016: surgical pathology report microscopic diagnosis uterus, cervix, bilateral fallopian tubes, lavh/bilateral salpingectomy: cervix- high grade squamous intraepithelial lesion (hgsil). Moderate/severe dysplasia with changes consistent with hpv effect. Focal involvement of endocervical glands. Uterus- weakly proliferative endometrium. Bilateral fallopian tubeshistologically unremarkable fallopian tubes. Foreign body, essure. Gross description included the specimen weighs 114.6 grams and consists of a 5.5 x 5.0 x 4.5 cm uterus with attached cervix. There is a 3.0 cm in length and 0.5 cm in width attached left fallopian tube . The uterine serosal surface is tan with no readily identifiable adhesions, the tan pink cervix is 4.7 x 3.4 x 3.2 cm, there is a 0,6 cm in greatest dimension os, on sectioning the endocervical canal is 3,0 cm in length and filled with clear mucoid material. The myometrium is 2.0 cm in thickness and the endometrium is less than 0.2 cm in thickness, also within the container there is a detached fallopian tube which is 4.0 cm in length and 0.7 cm in width . Representative sections are submitted . Cassette summary: "ai" anterior cervix, "a2" posterior cervix, "a3" posterior dependent serosa, "bl" anterior endomyometrium, "b2" poste rior endomyometrium, "c" left fallopian tube, "0" right fallopian tube. Additional tissue is submitted in cassettes "a4-a7" anterior cervix, and "a8-a 12" posterior cervix. 2. The specimen is received in a container with formalin labeled with the patient's name and "essure". The specimen is a 3.4 cm in length and less than 0.2 cm in width portion of foreign body with a metallic spring like coating. No sections are identified. Concerning the injuries reported in this case, the following one/ones were described in patient's medical recordes: confirming vaginal hemorrhage. Uterine haemorrhage (confirming genital hemorrhage). Most recent follow-up information incorporated above includes: on 26-feb-2018: plaintiff fact sheet and medical records received. Plaintiff´s medical history, batch number, concurrent condition and concomitant medication were provided. Events addded per pfs: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), abdominal pain, migration of essure device (was noticed in the cul-de-sac), vaginal discharge. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.